Manufacturer narrative:
Results: clot in the drain tubing. (B)(4).

Event description:
The customer reported an ongoing issue with baths overflow involving the coulter act diff 2 analyzer. The customer indicated that approximately 10 ml of fluid leaked and was not contained within the instrument. Personal protective equipment consisting of gloves and a laboratory coat were worn at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. A beckman coulter field service engineer (fse) was dispatched and observed the baths not draining and overflowing. The fse suspected a clot in drain tubing and activated all solenoids, pumps and the vacuum isolation chamber (vic). Both baths drained normally and instrument's operation was verified per established procedures. Failure mode may be attributed to a clot in the drain tubing.